Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic after hearing the right ventricular (rv) lead alert tones. Elevated impedance and many short v-v intervals were measured. The lead remains in use. No patient complications have been reported as a result of this event.